Manufacturer narrative:
Mentor received the device on august 12 2020: device evaluation completed on august 14 2020: during a visual evaluation of the device, no apparent damage or anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Unfortunately, after a thorough analysis we were unable to confirm the reported event. If this needs to be submitted for additional review, mentor needs any additional supporting documentation for review. (I.e., post op device photos, videos, and/or pre-operative scans).mentor require confirmation of the correct device returned in the pre-labeled return kit. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 15th, 2020 mentor became aware that inadvertently missed reporting patient past/current medical history: hypothyroidism (on-going) onset 1990, neuromyelitis optica (on-going) onset (B)(6) 2017, sleep apnea (on-going) onset (B)(6) 2018- obesity (on-going), ischemic optic neuropathy (on-going) onset (B)(6) 2017- le edema (on-going) (B)(6) 2017, high cholesterol (on-going) 2016. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade ii, rupture, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a primary breast augmentation with mentor memorygel 255 cc silicone breast implants which patient experiencing bilateral rupture, and capsular contracture baker grade ii on the left side, after implantation. Patient states left breast tightening and pain in the nipple area, and hair lost. The issues were confirmed by physician via mammogram examinations. As a result, patient scheduled for removal on (B)(6) 2020. This report is for the left side.